Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The therapy connector was replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that the therapy connector of their device is broken. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.